Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 5 events were reported for this quarter. Product return status: 5 devices were received. Additional information: 5 devices were not reprocessed or reused.

Event description:
This report summarizes 5 events for the failure: fluid/blood leak. 5 events had problem identified during non-clinical procedure; there was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2025-99240. Supplemental rationale: 5 previously reported events were included in this follow-up record. Product return status: 1 device was not available for evaluation. 4 devices were received. Evaluation findings (results/components): 1 device: no findings available / part/component/sub-assembly term not applicable. 3 devices: no device problem found / part/component/sub-assembly term not applicable. 1 device: stress problem identified / plate. Product disposition: 1 device: product not received. 2 devices: serviced and returned to customer. 1 device: archived by stryker. 1 device: scrapped by stryker.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between april 1 ¿ june 30 2025. This report summarizes 5 events for the failure: fluid/blood leak. - 5 events had problem identified during non-clinical procedure; there was no patient involvement.